Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the electrical reset alert. Analysis of the device memory indicated a power on reset (por) occurred. An illegal address por was recorded on (B)(6) 2014.

Event description:
It was reported that an electrical reset occurred. The remaining longevity estimator became corrupted as a result of storing an invalid (null) battery voltage measurement after the reset. The reset was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).